Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint breathing circuit was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: the visual inspection revealed two 1mm x 1mm tears on the expiratory limb, approximately 745mm from the patient end. The pressure test confirmed the reported leak and the waterbath test identified the leak to be at the location of the tears. A lot check could not be performed as no lot number was provided. Conclusion: the expiratory limb of the complaint breathing circuit appeared to have two tears in it, however, we are unable to determine the root cause. All rt236 breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the leak developed post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt236 infant breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported that an rt236 infant dual-heated evaqua breathing circuit did not pass the servo-I ventilator leak test during set up.